Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the maryland bipolar forceps instrument was not receiving energy through the bipolar cable. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated confirmed the reported complaint. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was broken at the main tube/roll gear interface when the conductor wire was inspected and lightly pulled. Electrical continuity test was performed and failed. No thermal damage was observed. The root cause of this failure is attributed to manufacturing. No image or video clip for the reported event was submitted for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. The last usage of the device was after the reported event date, indicating that the device was used in a subsequent procedure. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.